Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition tt was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 640 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. The patients nurse at their living facility had spoke to the patients endocrinologist and had applied a new pod as well as they had administered a bolus through the pod and 15 units of manual insulin per the endocrinologists advice. In addition the patient was given intravenous fluids. The patients nurse reports upon removal of the pod from the infusion site (abdomen) it was discovered that the adhesive failed to adhere and the cannula was dislodged from the infusion site. The patient was taken to the hospital where a blood glucose test was performed and the a bolus was administered. The patient was released from the hospital the following day. The pod will not be returned as it has been discarded. It should be noted the patient has hypo thyroid and high blood pressure which is controlled and unrelated to the medical event.